Event description:
It was reported that the patient presented for follow up with a stored alert. The alert was cleared and the notifier was tested. The patient nor the physician could feel the vibratory alert. The follow up was completed without any further complications. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.